Manufacturer narrative:
An event of symptoms of effusion such as chest pain was reported. Also reported that tee revealed moderate effusion followed by an echocardiogram that showed effusion grown into cardiac tamponade. A pericardiocentesis was performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported effusion could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The amulet was implanted. On (B)(6) 2024, the patient began to feel the symptoms of effusion such as chest pain and proceeded to the hospital. A transthoracic echocardiogram (tte) was conducted and moderate effusion was found. On (B)(6) 2024, an additional echocardiogram (echo) was conducted, it showed the effusion had grown and lead to cardiac tamponade. A pericardiocentesis was performed. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.